Event description:
Reporter says that product was prescribed to him as a replacement for his own inhaler. He has copd. Whenever he uses the product his chest tightens, instead of it providing him with "relief". His old inhaler was made by armstrong (albuterol inhaler). He was told by the pharmacist that the old inhaler was discontinued, because of its interfering with "the atmosphere". He's been told that others are complaining about the new product not working. He is going to contact his doctor concerning the problem. He says the proair inhaler is "killing" him!